Manufacturer narrative:
Submitted to the FDA on 07/15/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the possible outcome of intolerance as follows: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. It is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach.

Event description:
Reported as: patient who had the orbera intragastric balloon reported to have it removed due to intolerance.